Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy the doctor felt the scope was not rigid enough to be effective and resulted in a large sigmoid loop that caused a perforation. The doctor used another scope and detected the perforation. The patient was taken to the operating room to fix it.